Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device had a jaw issue wherein it was locked on tissue. The clamp was blocked in closed position on the fallopian tube. It was torn off and the patient had active bleeding. There were no actions undertaken in the healthcare institution for patient care.